Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a switch that triggers automatically. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a switch that triggers automatically. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.